Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon implanted the concorde cage at l5. As he was impacting the cage, it shattered. He pulled fragments all fragment out. Left the remaining cage in disc space. Patient was not harmed. Set screw got cross threaded. This in turn ruined the threads in the set screw and pedicle screw.

Manufacturer narrative:
(B)(4). One (1) expedium top loading shank 7x45mm polyaxial screw [product code: 1797-12-745] was also returned to the cqu for evaluation. Visual examination revealed that the initial thread on the tulip head of the polyaxial screw had become torn. Observed damage suggests that inadvertently cross threading occurred between the setscrew and the tulip head threads upon insertion resulting in torn threads. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the tulip head threads becoming torn cannot be positively determined. However, the observed damage suggests that inadvertently cross threading occurred between the setscrew and the tulip head threads upon insertion resulting in torn threads. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.